Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer's blood glucose level was 350 mg/dl the highest and the lowest was 25 mg/dl. Customer's mother declined troubleshooting. Customer did not mention any symptoms and treatments related to high and low blood glucose level. The insulin pump will not be returned for analysis.